Event description:
Report received of an over-delivery. The pump was programmed to deliver 1000ml of d5w/0.45ns at a rate of 125ml/hr on the primary line. The solution was initiated at 7:30am. Reportedly, at 11:30am, the pump gave an unspecified alarm and the nurse noted that the IV solution bag was empty. The 1000ml had infused in 4 hours and not the intended 8 hours. The pump display indicated that 623ml had infused. The pump was checked by another nurse following the over-delivery, and the second nurse verified that the pump was programmed at a rate of 125ml/hr. The pump as removed from clinical service. The doctor was notified. The infusion was resumed with a replacement pump. The pt did not experience any adverse effect. Though requested, there was no further info available.